Event description:
It was reported that after completion of a da vinci-assisted bilateral inguinal hernia procedure, it was noted that the patient had a dehisced trocar site. It is unclear what medical intervention was rendered due to the dehisced trocar site. The surgeon believes the complication may have occurred after a potential arcing event. The surgeon did not notice any arcing, sparking, or light intraoperatively. The patient post-operatively presented with a surgical site infection. The patient received unspecified treatment for the infection.

Manufacturer narrative:
Based on the current information provided, the causes of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The two energy instruments used during the case were: fenestrated bipolar forceps (part #471205-17; lot #k12220221-0016) and monopolar curved scissors (part #470179-19; lot #k12220704-0156). No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted bilateral inguinal hernia procedure, it was noted that the patient had a dehisced trocar site. The surgeon believes the issue may have occurred after a potential arcing event. It is unknown what medical intervention was rendered due to the dehisced trocar site. Additionally, on an unspecified date post-operatively, the patient presented with a surgical site infection. The patient received unspecified treatment for infection. The causes of the operative complication is unknown. It is also unclear which specific instrument may have allegedly arced. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the event reported against the monopolar curved scissors instrument.

Manufacturer narrative:
Section g3: corrected to 10/17/2022 upon a routine record review.

Event description:
Refer to h10/h11 for follow-up information.